Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that she has been hospitalized periodically within the past few weeks for high blood glucose and high blood pressure. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. Advised the customer that a tubing clamp would be sent. Advised the customer to call back to perform the high pressure test once the tubing clamp arrives.